Event description:
It was reported that the patient had a1-2 inch cut in the outer jacket of the driveline and was able to see internal 'wires'. The patient lived over 2 hours away from the center and refused to come to the hospital until a driveline repair could be completed. The ventricular assist device (vad) coordinator shared pictures of the damaged location, which was reported as near the exit site. It was recommended to the patient to come to the hospital so that log files and x-ray images of the driveline site could be obtained. The patient denied any alarms and was unwilling to come to the hospital at the time of the event. On (B)(6) 2023, log files were sent for review. There was no evidence of any percutaneous lead conductor issue in the log file. The tear was cosmetic and rescue tape was recommended. Additional information was provided that the patient was sent home with the driveline covered with rescue tape.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D6a: implant date was previously reported as (B)(6) 2016; however, the implant date of (B)(6) was unknown and unable to be provided. Manufacturer's investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline could not be confirmed through the submitted images as the damage had been covered with layers of tape. Additionally, no product was returned for evaluation. A specific cause for the reported damage could not be conclusively determined through this evaluation. The system controller log file contained data from (B)(6) 2023. No notable events or alarms were captured. The pump appeared to function as intended for the duration of the file. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , until (B)(6) 2023 when the patient ultimately expired as reported under MFR #: 2916596-2023-04834. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) and the heartmate ii patient handbook (rev. C) are currently available. Sections 6 and 8 of the IFU and sections 4 and 6 of the patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as how to respond to such events. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.